Event description:
It was reported that the device would not deploy into the biopsy site. No pt consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn and missing from the device. Each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to how the incident occurred.